Event description:
The patient contacted animas alleging that the up arrow button is not responding correctly when pressed down and sometimes when pressing the up arrow button, the screen keeps scrolling up as if it was stuck. This occurred after getting out of water while swimming (B)(6) with pump. Moisture found in battery compartment (B)(6) when rebooting for cs 064-0008 after swimming with pump. Keypad is intact, not peeling, lifting or damaged. The patient did not report any symptoms or seeking any medical attention. There is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump was opened and moisture damage was found on the printed circuit board. Unrelated to the complaint, the pump was found to be leaking from the audio bolus button and the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.